Event description:
Healthcare professional reported via National Breast Implant Registry (NBIR) "Suspected/Actual Rupture/Deflation". This record is for the right side. The device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: Rupture.